Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the distal m1 segment of the middle cerebral artery (mca) using a px slim delivery microcatheter (px slim). During the procedure, the physician advanced a non-penumbra catheter and a px slim toward the target vessel, then attempted to advance a penumbra system 4max reperfusion catheter (4maxc) through the px slim. When the 4maxc reached the m1 region, the physician experienced slight resistance on the proximal end of the px slim which subsequently became elongated and fractured; therefore, the px slim was removed and the physician completed the first pass using the 4maxc. After completion of the pass, the physician elected to use another microcatheter instead; therefore, the 4maxc was removed and no damage was noted on the 4maxc. The procedure was completed using the same catheter, another microcatheter and a stent retriever device. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the strain relief was stretched. The distal tip had a few minor bends. A demonstration coil was advanced through the length of the returned px slim without an issue. Conclusions: evaluation of the returned px slim revealed a stretched strain relief. This damage typically occurs if the strain relief is either gripped or within a tightened rhv and is subsequently retracted. This retraction would cause the strain relief to stretch in the distal direction. A fracture was not confirmed. During functional testing, a demonstration coil was able to be advanced through the length of the returned px slim without an issue. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.